Event description:
It was reported that the patient presented at the hospital for a pocket revision. The patient's pacemaker was found about to erode through the skin and the tissue appeared ischemic likely from the pressure of device positioning. The pacemaker was explanted and replaced. The patient had no complications and was in stable condition.

Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation, longevity assessment and preliminary test results were acceptable. No other anomalies were seen.